Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up, and down keypad button was unresponsive. There was evidence of keypad contamination found under the contrast, up, and down key contacts. The down button key contact was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow button was intermittently responding for a couple of weeks. The reporter confirmed that there was no damage noted to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.